Manufacturer narrative:
Product event summary: analysis could not verify the reported interrogation issue; programmer was able to interrogate with the provided rf (radio frequency) head and a known good rf head. Also the programmer was able to interrogate wirelessly without issue. It is noted the programmer passed functional test. Analysis confirmed the tab on the power cord bay door was broken. Stylus was found broken.

Event description:
It was reported that the programmer would not interrogate pacemakers. The user tried to interrogate pacemakers for two patients and one non-implanted pacemaker, and the interrogations would not complete. Another programmer was used to complete the interrogations. The user also stated that the rear door of the programmer had broken tabs. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).